Event description:
During a ptca/stent procedure, after removing the thrombus with a percusurge device, the penta stent was directly deployed in the lesion. A dissection was then noted distally; therefore, another stent was deployed to resolve it.